Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e315 error code for unsupported scope when using the colonovideoscope. There was no patient harm associated with the event. While speaking with the olympus sales representative, the customer was instructed to call the olympus technical assistance center (tac) to troubleshoot the e315 error code message for an unsupported scope problem. Additionally, the olympus sales representative emailed the customer service guide literature with information on troubleshooting error codes on the subject device. The customer was satisfied with the information and was able to continue with their cases for the day without delays caused by the error message. The customer will not be returning the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The manufacture date cannot be identified at this time since the serial/lot was not provided. If the serial/lot becomes available, the manufacturer date will be updated. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. Since the device was not returned to the legal manufacturer, the event could not be reproduced, and there could be no results of inspection. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. The workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. Troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.". Olympus will continue to monitor field performance for this device.